Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2014, as the surgeon attempted to implant a 12.6mm vticmo12.6 implantable collamer lens, diopter -18.0/+2.0/127 into the patient's eye, he discovered the lens broke. The surgeon stated that the haptics of the lens were broken on one side when the lens came out of the "shooter." The lens was not implanted and a new lens was ordered.